Event description:
It is reported that the pt was revised for pain and instability after being kicked in the leg by a steer.

Manufacturer narrative:
Evaluation summary: as received, there was significant wear on the top of the articular surface and the tibial plate both show concentric wear marks. The tibial plate stem shows evidence of both bone growth and cement. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the information provided. Evaluation: where lot numbers are available, review of the device history records did not find any deviations or anomalies. As returned, the explants exhibit wear. The poly surface is severely damaged. The tibial baseplate shows a concentric wear pattern. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.